Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and 2af283 balloon catheter with lot number 07650 were returned and analyzed. No data files were received for analysis. An image file was received and depicted a balloon catheter with an unknown lot number and therefore, no conclusive information could be extracted. The reported issues could not be conclusively confirmed through data analysis. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for nine applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During functional testing of the returned catheter, the balloon was unable to fully inflate. Visual inspection of the balloon segment identified irregular fold creases on the outer balloon preventing the balloon to fully inflate. In conclusion, the reported temperature dropping sharply and was not as expected could not be confirmed through data analysis. The reported issue that the balloon was inflated, and it appeared oval and was less inflated was confirmed through testing. The catheter failed performance test due to the balloon not fully inflating as result of the outer balloon irregular folds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, during ablation of the right inferior pulmonary vein (ripv) the temperature dropped sharply and was not as expected. It was further reported that after this application when the balloon was inflated it appeared oval and was less inflated. The balloon catheter was removed, and the outer layer of the balloon was broken. It was noted that the left pulmonary vein (pv) application were performed without any complication. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.